Event description:
It was reported that there was allegedly a gap where the light head attaches to the spring arm. Through investigation it was revealed that the alleged gap was located between the light head and the cardanic arm. The c-clip was not properly seated allowing the halogen light head to come loose and partially detach from the cardanic arm. As a result, there is a potential for the light head to fall. There was no reported patient involvement or adverse event. A light head and cardanic arm was installed and the product has been returned to use.

Manufacturer narrative:
It was reported that there was allegedly a gap where the light head attaches to the spring arm. A stryker field service technician (fst) visually inspected the device and noted the gap was actually between the light head and the cardanic arm. The c-clip was not properly seated allowing the halogen light head to come loose and partially detach from the cardanic arm. As a result, there is a potential for the light head to fall. There was no reported patient involvement or adverse event. The light head and cardanic arm were removed and replaced. The product was returned to stryker communications but due to the packaging method used during return root cause was unable to be determined.

Event description:
It was reported that there was allegedly a gap where the light head attaches to the spring arm. Through investigation, it was revealed that the alleged gap was located between the light head and the cardanic arm. The c-clip was not properly seated allowing the halogen light head to come loose and partially detach from the cardanic arm. As a result, there is a potential for the light head to fall. There was no reported patient involvement or adverse event. A light head and cardanic arm was installed and the product has been returned to use.

Manufacturer narrative:
It was reported that there was allegedly a gap where the light head attaches to the spring arm. A stryker field service technician (fst) visually inspected the device and noted the gap was actually between the light head and the cardanic arm. The c-clip was not properly seated allowing the halogen light head to come loose and partially detach from the cardanic arm. As a result, there is a potential for the light head to fall. There was no reported patient involvement or adverse event. The light head and cardanic arm were removed and replaced. Investigation by stryker quality engineers is ongoing pending the return of the light head. A supplemental MDR will be filed if deemed necessary pending conclusion of the stryker quality engineer's investigation.